Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found the instrument exhibited uncontrolled motion. The uncontrolled motion shows in all directions. Sometimes the tip jumped in random direction. Additionally, the instrument was founded with an derailed pitch cable at the instrument distal clevis. The complaint regarding instrument tip was not moving in the intended direction was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user informed the technical support engineer (tse) that they perceived intermittent non-intuitive motion on universal surgical manipulator (usm) 2. The user first attempted to reseat the instrument, but the same behavior persisted. Tse then advised the user to reseat the sterile adapter. After the sterile adapter was reinstalled, the issue was no longer observed, and the procedure was continued robotically using the same system configuration. There was no reported injury.